Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #29 was removed due to inflammation. Symptoms as a result of the event: pain.

Event description:
No additional event, information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. Zimvie received, the reported implant for evaluation. Visual evaluation was performed. The implant had signs of use with markings from removal. And debris on the internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. DHR review was completed for the subject lot number#: 1264906. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed, for the reported lot number#: 1264906 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely, root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA /hhe/d escalation is required. As the complaint investigation did not confirm, the products were nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified through the investigation performed.